Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an event reported as "something wrong with the drain solution". The patient was hospitalized for the event. The cause of the event and treatment were not reported. At the time of this report, the patient was not recovered from the event and action taken with pd therapy was not reported. No additional information is available.